Event description:
The sales representative was performing a routine follow-up, illustrating many of the features to the pacemaker nurse. When he attempted to perform a temporary programming from the temporary screen, going from ddd to aai mode, the programmer returned a "device reset" screen. The rep performed a backup reset and the device functioned appropriately. There were no further incidents noted with this pacemaker. Exact event date is unknown.